Event description:
It was reported that this right atrial (ra) lead was explanted as an elective replacement at the time of the right ventricular (rv) lead explant, due to shock impedance measurements greater than 200 ohms. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).